Event description:
It was reported by a patient that has a broken rod post; left mid foot/hind foot fusion procedure performed on an unknown date in 2010. The patient began to experience spontaneous swelling and pain in the left ankle. It was also reports that x-rays revealed a broken rod approximately 1 cm from the distal end. This report is for an unknown screw. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: date of reported as; (B)(6) of 2014 . This report is for an unknown screw. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: additional patient information ¿ it was reported that the patient is (B)(6). The original implant procedure was on an unknown date in 2010. The 510k #: unknown, as specific part and lots numbers for the complainant screw were not provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.